Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('heavy menstruation'), neuropathy peripheral ('neuropathy'), cervical dysplasia ('lgsil') and multiple episodes of basedow's disease ('grave's disease', 'graves disease') in a 52-year-old female patient who had essure (batch no. B93875) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation performed at the time of essure insertion". The patient's concurrent conditions included bloating, neck injury nos, graves' disease and abdominal pain. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2013 to (B)(6) 2013, ethinylestradiol;norgestimate (previfem) from (B)(6) 2013 to (B)(6) 2013 and ethinylestradiol;norgestimate (sprintec) from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal mycotic infection ("yeast infections"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), arthralgia ("joints in hands, feet and hips/ finger joints- 2 on right hand, 1 on left hand/ joint pain"), abdominal pain ("abdominal area (right and left sides)"), myalgia ("left shoulder, arm and hand pain"), hypoaesthesia ("hand is numb"), pain in extremity ("radiating pain down leg/ pain radiating down right leg and into back") and back pain ("radiating pain down lowerback/ lower back pain"). In (B)(6) 2015, the patient experienced depression ("depression"), anger ("some feelings of anger"), neuropathy peripheral (seriousness criterion medically significant), flatulence ("gas") and constipation ("constipation"). In 2015, the patient experienced fatigue ("fatigue"), vision blurred ("eyes felt cloudy regularly"), eye movement disorder ("eye twitching") and ocular hyperaemia ("constantly red eyes") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2015, the patient was found to have blood thyroid stimulating hormone abnormal ("thyroid (tsh is off and other hormones are out of normal ranges/ hormonal changes)"), thyroxine abnormal ("thyroid (t4 is off and other hormones are out of normal ranges/ hormonal changes)") and tri-iodothyronine abnormal ("thyroid (t3 is off and other hormones are out of normal ranges/ hormonal changes)") and experienced thyroid disorder ("thyroid disease/autoimmune"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and apathy ("lack of drive"). In 2016, the patient experienced alopecia ("hair loss"). In 2017, the patient experienced dermatitis allergic ("intermittent rash/ allergy-rash/skin condition") and photophobia ("sensitivity to light"). On (B)(6) 2017, the patient experienced cervical dysplasia (seriousness criterion medically significant), 3 years 2 months after insertion of essure. In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), the first episode of basedow's disease (seriousness criterion medically significant), night sweats ("night sweats"), hot flush ("hot flashes"), palpitations ("heart palpitations/blood/heart disorder"), neuralgia ("nerve pain"), feeling abnormal ("brain fog"), arthritis ("arthritis"), abdominal bloating ("bloating/abdomen swollen/ gi conditions"), pelvic discomfort ("discomfort"), asthenopia ("tired eyes"), acute sinusitis ("sinus"), bone pain ("bone pain"), headache ("headaches"), the first episode of abdominal pain lower ("lower abdominal pain"), fluid retention ("water retention"), abdominal tenderness ("abdomen tender"), vulvovaginal pain ("vagina pain"), bladder pain ("pain and strain to empty bladder"), dyschezia ("pain with bowel mo"), groin pain ("groin pain"), scar ("scar tissue"), the second episode of abdominal pain lower ("lower abdominal pain"), swelling abdomen ("lower abdominal swelling"), water retention ("water retention"), the second episode of basedow's disease ("grave's disease"), ovarian cyst ("ovarian cyst"), menopausal symptoms ("pre-menopausal symptoms") and procedural pain ("hsg was painful") and was found to have neoplasm ("tumor"). The patient was treated with 8/4/2017 colonoscopy procedure, which included biopsy and ECG and surgery (bilateral salpingectomy with cornual resection and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, blood thyroid stimulating hormone abnormal, female sexual dysfunction, migraine, palpitations, dyspareunia, abdominal pain, arthritis, thyroid disorder, thyroxine abnormal and tri-iodothyronine abnormal had resolved, the menorrhagia, night sweats, hot flush, dermatitis allergic, photophobia, vulvovaginal mycotic infection, depression, anger, bladder disorder, urinary tract disorder, neuropathy peripheral, neuralgia, feeling abnormal, cervical dysplasia, fatigue, arthralgia, myalgia, hypoaesthesia, pain in extremity, back pain, vision blurred, eye movement disorder, weight increased, pelvic discomfort, apathy, asthenopia, flatulence, acute sinusitis, ocular hyperaemia, headache, fluid retention, abdominal tenderness, vulvovaginal pain, bladder pain, dyschezia, neoplasm, groin pain, scar, the last episode of abdominal pain lower, swelling abdomen, water retention, the last episode of basedow's disease, ovarian cyst, menopausal symptoms and procedural pain outcome was unknown, the abdominal bloating had not resolved and the alopecia and bone pain was resolving. The reporter considered abdominal bloating, abdominal pain, abdominal tenderness, acute sinusitis, alopecia, anger, apathy, arthralgia, arthritis, asthenopia, back pain, bladder disorder, bladder pain, blood thyroid stimulating hormone abnormal, bone pain, cervical dysplasia, constipation, depression, dermatitis allergic, dyschezia, dyspareunia, eye movement disorder, fatigue, feeling abnormal, female sexual dysfunction, flatulence, fluid retention, groin pain, headache, hot flush, hypoaesthesia, menopausal symptoms, menorrhagia, migraine, myalgia, neoplasm, neuralgia, neuropathy peripheral, night sweats, ocular hyperaemia, ovarian cyst, pain in extremity, palpitations, pelvic discomfort, pelvic pain, photophobia, procedural pain, scar, thyroid disorder, thyroxine abnormal, tri-iodothyronine abnormal, urinary tract disorder, vision blurred, vulvovaginal mycotic infection, vulvovaginal pain, weight increased, the first episode of abdominal pain lower, the first episode of basedow's disease, swelling abdomen, water retention, the second episode of abdominal pain lower and the second episode of basedow's disease to be related to essure. The reporter commented: plaintiff received treatment for dyspareunia, apareunia, pelvic pain, abdominal pain, lower abdominal pain, abdomen tender, vagina pain, pain and strain to empty bladder and pain with bowel mo. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pathology test - on (B)(6) 2018: final pathologic diagnosis: left and right tube with essure device (removal): benign fallopian tube, complete cross section identified. - foreign body. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming- abdominal distension, pelvic pain, fatigue, menorrhagia, headache, vitamin d insufficiency, depression, fibroids, osteoarthritis, cervical dysplasia, weight gain, pain in extremity, back pain, hair loss, arthritis, lot number: b93875, manufacture date: 2013-11, expiration date: 2016-11. Most recent follow-up information incorporated above includes: on 18-mar-2020: pfs and content from social media received. New events: scar, lower abdominal pain, abdominal swelling, water retention, graves' disease, ovarian cyst, premenopausal symptoms, menorrhagia, medical device monitoring error,hsg was painful were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('heavy menstruation'), neuropathy peripheral ('neuropathy'), cervical dysplasia ('lgsil') and multiple episodes of basedow's disease ('grave's disease', 'graves disease') in a 52-year-old female patient who had essure (batch no. B93875) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation performed at the time of essure insertion". The patient's concurrent conditions included bloating, neck injury nos, graves' disease and abdominal pain. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2013, ethinylestradiol;norgestimate (previfem) from (B)(6) 2013 and ethinylestradiol;norgestimate (sprintec) from (B)(6) 2013. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal mycotic infection ("yeast infections"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), arthralgia ("joints in hands, feet and hips/ finger joints- 2 on right hand, 1 on left hand/ joint pain"), abdominal pain ("abdominal area right and left sides"), myalgia ("left shoulder, arm and hand pain"), hypoaesthesia ("hand is numb"), pain in extremity ("radiating pain down leg/ pain radiating down right leg and into back") and back pain ("radiating pain down lowerback/ lower back pain"). In (B)(6) 2015, the patient experienced depression ("depression"), anger ("some feelings of anger"), neuropathy peripheral (seriousness criterion medically significant), flatulence ("gas") and constipation ("constipation"). In 2015, the patient experienced fatigue ("fatigue"), vision blurred ("eyes felt cloudy regularly"), eye movement disorder ("eye twitching") and ocular hyperaemia ("constantly red eyes") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2015, the patient was found to have blood thyroid stimulating hormone abnormal ("thyroid tsh is off and other hormones are out of normal ranges/ hormonal changes"), thyroxine abnormal ("thyroid (t4 is off and other hormones are out of normal ranges/ hormonal changes)") and tri-iodothyronine abnormal ("thyroid (t3 is off and other hormones are out of normal ranges/ hormonal changes)") and experienced thyroid disorder ("thyroid disease/autoimmune"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and apathy ("lack of drive"). In 2016, the patient experienced alopecia ("hair loss"). In 2017, the patient experienced dermatitis allergic ("intermittent rash/ allergy-rash/skin condition") and photophobia ("sensitivity to light"). On (B)(6) 2017, the patient experienced cervical dysplasia (seriousness criterion medically significant), 3 years 2 months after insertion of essure. In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia inability to have sexual intercourse"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), the first episode of basedow's disease (seriousness criterion medically significant), night sweats ("night sweats"), hot flush ("hot flashes"), palpitations ("heart palpitations/blood/heart disorder"), neuralgia ("nerve pain"), feeling abnormal ("brain fog"), arthritis ("arthritis"), abdominal bloating ("bloating/abdomen swollen/ gi conditions"), pelvic discomfort ("discomfort"), asthenopia ("tired eyes"), acute sinusitis ("sinus"), bone pain ("bone pain"), headache ("headaches"), the first episode of abdominal pain lower ("lower abdominal pain"), fluid retention ("water retention"), abdominal tenderness ("abdomen tender"), vulvovaginal pain ("vagina pain"), bladder pain ("pain and strain to empty bladder"), dyschezia ("pain with bowel mo"), groin pain ("groin pain"), scar ("scar tissue"), the second episode of abdominal pain lower ("lower abdominal pain"), swelling abdomen ("lower abdominal swelling"), water retention ("water retention"), the second episode of basedow's disease ("grave's disease"), ovarian cyst ("ovarian cyst"), menopausal symptoms ("pre-menopausal symptoms") and procedural pain ("hsg was painful") and was found to have neoplasm ("tumor"). The patient was treated with (B)(6) 2017 colonoscopy procedure, which included biopsy and ECG and surgery (bilateral salpingectomy with cornual resection and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, blood thyroid stimulating hormone abnormal, female sexual dysfunction, migraine, palpitations, dyspareunia, abdominal pain, arthritis, thyroid disorder, thyroxine abnormal and tri-iodothyronine abnormal had resolved, the menorrhagia, night sweats, hot flush, dermatitis allergic, photophobia, vulvovaginal mycotic infection, depression, anger, bladder disorder, urinary tract disorder, neuropathy peripheral, neuralgia, feeling abnormal, cervical dysplasia, fatigue, arthralgia, myalgia, hypoaesthesia, pain in extremity, back pain, vision blurred, eye movement disorder, weight increased, pelvic discomfort, apathy, asthenopia, flatulence, acute sinusitis, ocular hyperaemia, headache, fluid retention, abdominal tenderness, vulvovaginal pain, bladder pain, dyschezia, neoplasm, groin pain, scar, the last episode of abdominal pain lower, swelling abdomen, water retention, the last episode of basedow's disease, ovarian cyst, menopausal symptoms and procedural pain outcome was unknown, the abdominal bloating had not resolved and the alopecia and bone pain was resolving. The reporter considered abdominal bloating, abdominal pain, abdominal tenderness, acute sinusitis, alopecia, anger, apathy, arthralgia, arthritis, asthenopia, back pain, bladder disorder, bladder pain, blood thyroid stimulating hormone abnormal, bone pain, cervical dysplasia, constipation, depression, dermatitis allergic, dyschezia, dyspareunia, eye movement disorder, fatigue, feeling abnormal, female sexual dysfunction, flatulence, fluid retention, groin pain, headache, hot flush, hypoaesthesia, menopausal symptoms, menorrhagia, migraine, myalgia, neoplasm, neuralgia, neuropathy peripheral, night sweats, ocular hyperaemia, ovarian cyst, pain in extremity, palpitations, pelvic discomfort, pelvic pain, photophobia, procedural pain, scar, thyroid disorder, thyroxine abnormal, tri-iodothyronine abnormal, urinary tract disorder, vision blurred, vulvovaginal mycotic infection, vulvovaginal pain, weight increased, the first episode of abdominal pain lower, the first episode of basedow's disease, swelling abdomen, water retention, the second episode of abdominal pain lower and the second episode of basedow's disease to be related to essure. The reporter commented: plaintiff received treatment for dyspareunia, apareunia, pelvic pain, abdominal pain, lower abdominal pain, abdomen tender, vagina pain, pain and strain to empty bladder and pain with bowel mo. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Pathology test - on (B)(6) 2018: final pathologic diagnosis: left and right tube with essure device (removal): benign fallopian tube, complete cross section identified. Foreign body. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming- abdominal distension, pelvic pain, fatigue, menorrhagia, headache, vitamin d insufficiency, depression, fibroids, osteoarthritis, cervical dysplasia, weight gain, pain in extremity, back pain, hair loss, arthritis, lot number: b93875 ,manufacture date: 2013-11, & expiration date: 2016-11 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), basedow's disease ('graves disease'), neuropathy peripheral ('neuropathy') and cervical dysplasia ('lgsil') in a 52-year-old female patient who had essure (batch no. B93875) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bloating, neck injury nos, graves' disease and abdominal pain. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2013 to (B)(6) 2013, ethinylestradiol;norgestimate (previfem) from (B)(6) 2013 to (B)(6) 2013 and ethinylestradiol;norgestimate (sprintec) from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal mycotic infection ("yeast infections"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), arthralgia ("joints in hands, feet and hips/ finger joints- 2 on right hand, 1 on left hand/ joint pain"), abdominal pain ("abdominal area (right and left sides)"), myalgia ("left shoulder, arm and hand pain"), hypoaesthesia ("hand is numb"), pain in extremity ("radiating pain down leg/ pain radiating down right leg and into back") and back pain ("radiating pain down lower back/ lower back pain"). In (B)(6) 2015, the patient experienced depression ("depression"), anger ("some feelings of anger"), neuropathy peripheral (seriousness criterion medically significant), flatulence ("gas") and constipation ("constipation"). In 2015, the patient experienced fatigue ("fatigue"), vision blurred ("eyes felt cloudy regularly"), eye movement disorder ("eye twitching") and ocular hyperaemia ("constantly red eyes") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2015, the patient was found to have thyroid function test abnormal ("thyroid (tsh, t4, t3 levels are off and other hormones are out of normal ranges/ hormonal changes") and experienced thyroid disorder ("thyroid disease/autoimmune"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and apathy ("lack of drive"). In 2016, the patient experienced alopecia ("hair loss"). In 2017, the patient experienced rash ("intermittent rash/ allergy-rash/skin condition") and photophobia ("sensitivity to light"). On (B)(6) 2017, the patient experienced cervical dysplasia (seriousness criterion medically significant), 3 years 2 months after insertion of essure. In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced basedow's disease (seriousness criterion medically significant), night sweats ("night sweats"), hot flush ("hot flashes"), palpitations ("heart palpitations/blood/heart disorder"), neuralgia ("nerve pain"), feeling abnormal ("brain fog"), arthritis ("arthritis"), abdominal distension ("bloating/abdomen swollen/ gi conditions"), pelvic discomfort ("discomfort"), asthenopia ("tired eyes"), acute sinusitis ("sinus"), bone pain ("bone pain"), headache ("headaches"), abdominal pain lower ("lower abdominal pain"), fluid retention ("water retention"), abdominal tenderness ("abdomen tender"), vulvovaginal pain ("vagina pain"), bladder pain ("pain and strain to empty bladder"), gastrointestinal pain ("pain with bowel mo") and groin pain ("groin pain") and was found to have neoplasm ("tumor"). The patient was treated with (B)(6) 2017 colonoscopy procedure, which included biopsy and ECG and surgery (bilateral salpingectomy with cornual resection). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, thyroid function test abnormal, female sexual dysfunction, migraine, palpitations, dyspareunia, abdominal pain, arthritis and thyroid disorder had resolved, the basedow's disease, night sweats, hot flush, rash, photophobia, vulvovaginal mycotic infection, depression, anger, bladder disorder, urinary tract disorder, neuropathy peripheral, neuralgia, feeling abnormal, cervical dysplasia, fatigue, arthralgia, myalgia, hypoaesthesia, pain in extremity, back pain, vision blurred, eye movement disorder, weight increased, pelvic discomfort, apathy, asthenopia, flatulence, acute sinusitis, ocular hyperaemia, headache, abdominal pain lower, fluid retention, abdominal tenderness, vulvovaginal pain, bladder pain, gastrointestinal pain, neoplasm and groin pain outcome was unknown, the abdominal distension had not resolved and the alopecia and bone pain was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal tenderness, acute sinusitis, alopecia, anger, apathy, arthralgia, arthritis, asthenopia, back pain, basedow's disease, bladder disorder, bladder pain, bone pain, cervical dysplasia, constipation, depression, dyspareunia, eye movement disorder, fatigue, feeling abnormal, female sexual dysfunction, flatulence, fluid retention, gastrointestinal pain, groin pain, headache, hot flush, hypoaesthesia, migraine, myalgia, neoplasm, neuralgia, neuropathy peripheral, night sweats, ocular hyperaemia, pain in extremity, palpitations, pelvic discomfort, pelvic pain, photophobia, rash, thyroid disorder, thyroid function test abnormal, urinary tract disorder, vision blurred, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: plaintiff received treatment for dyspareunia, apareunia, pelvic pain, abdominal pain, lower abdominal pain, abdomen tender, vagina pain, pain and strain to empty bladder and pain with bowel mo. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion.. Pathology test - on (B)(6) 2018: final pathologic diagnosis: left and right tube with essure device (removal): benign fallopian tube, complete cross section identified. Foreign body. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming- abdominal distension, pelvic pain, fatigue, menorrhagia, headache, vitamin d insufficiency, depression, fibroids, osteoarthritis, cervical dysplasia, weight gain, pain in extremity, back pain, hair loss, arthritis, lot number: b93875, manufacture date: 2013-11, expiration date: 2016-11. Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet received. Events per pfs: headaches, lower abdominal pain, water retention, abdomen tender, vagina pain, groin pain, pain and strain to empty bladder and pain with bowel mo. Outcome for dyspareunia, apareunia, pelvic pain, abdominal pain, blood/heart disorder and autoimmune were resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and neuropathy peripheral ('neuropathy') in a 52-year-old female patient who had essure (batch no. B93875) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bloating, neck injury nos, graves' disease and abdominal pain. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2013 to (B)(6) 2013, ethinylestradiol;norgestimate (previfem) from (B)(6) 2013 to (B)(6) 2013 and ethinylestradiol;norgestimate (sprintec) from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal mycotic infection ("yeast infections"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), arthralgia ("joints in hands, feet and hips/ finger joints- 2 on right hand, 1 on left hand"), abdominal pain ("abdominal area (right and left sides)"), myalgia ("left shoulder, arm and hand pain"), hypoaesthesia ("hand is numb"), pain in extremity ("radiating pain down leg") and back pain ("radiating pain down lowerback/ lower back pain"). In (B)(6) 2015, the patient experienced depression ("depression"), anger ("some feelings of anger"), neuropathy peripheral (seriousness criterion medically significant), flatulence ("gas") and constipation ("constipation"). In 2015, the patient experienced fatigue ("fatigue"), vision blurred ("eyes felt cloudy regularly"), eye movement disorder ("eye twitching") and ocular hyperaemia ("constantly red eyes") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2015, the patient was found to have thyroid function test abnormal ("thyroid (tsh, t4, t3 levels are off and other hormones are out of normal ranges") and experienced thyroid disorder ("thyroid disease"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and apathy ("lack of drive"). In 2016, the patient experienced alopecia ("hair loss"). In 2017, the patient experienced rash ("intermittent rash") and photophobia ("sensitivity to light"). On (B)(6) 2017, the patient experienced cervical dysplasia ("lgsil"), 3 years 2 months after insertion of essure. In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced night sweats ("night sweats"), hot flush ("hot flashes"), palpitations ("heart palpitations"), neuralgia ("nerve pain"), feeling abnormal ("brain fog"), arthritis ("arthritis"), abdominal distension ("bloating"), pelvic discomfort ("discomfort"), asthenopia ("tired eyes"), acute sinusitis ("sinus") and bone pain ("bone pain"). The patient was treated with (B)(6) 2017 colonoscopy procedure, which included biopsy and ECG and surgery (bilateral salpingectomy with cornual resection). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, night sweats, hot flush, rash, photophobia, vulvovaginal mycotic infection, female sexual dysfunction, depression, anger, bladder disorder, urinary tract disorder, palpitations, neuropathy peripheral, neuralgia, feeling abnormal, dyspareunia, cervical dysplasia, fatigue, arthralgia, abdominal pain, myalgia, hypoaesthesia, pain in extremity, back pain, vision blurred, eye movement disorder, weight increased, pelvic discomfort, apathy, asthenopia, flatulence, acute sinusitis, thyroid disorder and ocular hyperaemia outcome was unknown, the thyroid function test abnormal, migraine and arthritis had resolved, the abdominal distension had not resolved and the alopecia and bone pain was resolving. The reporter considered abdominal distension, abdominal pain, acute sinusitis, alopecia, anger, apathy, arthralgia, arthritis, asthenopia, back pain, bladder disorder, bone pain, cervical dysplasia, constipation, depression, dyspareunia, eye movement disorder, fatigue, feeling abnormal, female sexual dysfunction, flatulence, hot flush, hypoaesthesia, migraine, myalgia, neuralgia, neuropathy peripheral, night sweats, ocular hyperaemia, pain in extremity, palpitations, pelvic discomfort, pelvic pain, photophobia, rash, thyroid disorder, thyroid function test abnormal, urinary tract disorder, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion.. Pathology test - on (B)(6) 2018: final pathologic diagnosis: left and right tube with essure device (removal): benign fallopian tube, complete cross section identified. - foreign body. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming- abdominal distension, pelvic pain, fatigue, menorrhagia, headache, vitamin d insufficiency, depression, fibroids, osteoarthritis, cervical dysplasia, weight gain, pain in extremity, back pain, hair loss, arthritis, amendment: the report was amended for the following reason: coding correction received. Event coding for eyes felt cloudy regularly were changed from heavy eyes to vision blurred. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and neuropathy peripheral ('neuropathy') in a 52-year-old female patient who had essure (batch no. B93875) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bloating, neck injury nos, graves' disease and abdominal pain. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2013 to (B)(6) 2013, ethinylestradiol;norgestimate (previfem) from (B)(6) 2013 to (B)(6) 2013 and ethinylestradiol;norgestimate (sprintec) from (B)(6) 2013 to (B)(6) 2013. On (B)(6)2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal mycotic infection ("yeast infections"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), arthralgia ("joints in hands, feet and hips/ finger joints- 2 on right hand, 1 on left hand"), abdominal pain ("abdominal area (right and left sides)"), myalgia ("left shoulder, arm and hand pain"), hypoaesthesia ("hand is numb"), pain in extremity ("radiating pain down leg") and back pain ("radiating pain down lowerback/ lower back pain"). In (B)(6) 2015, the patient experienced depression ("depression"), anger ("some feelings of anger"), neuropathy peripheral (seriousness criterion medically significant), flatulence ("gas") and constipation ("constipation"). In 2015, the patient experienced fatigue ("fatigue"), vision blurred ("eyes felt cloudy regularly"), eye movement disorder ("eye twitching") and ocular hyperaemia ("constantly red eyes") and was found to have weight increased ("weight gain"). In june 2015, the patient experienced migraine ("migraines / headaches"). In december 2015, the patient was found to have thyroid function test abnormal ("thyroid (tsh, t4, t3 levels are off and other hormones are out of normal ranges") and experienced thyroid disorder ("thyroid disease"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and apathy ("lack of drive"). In 2016, the patient experienced alopecia ("hair loss"). In 2017, the patient experienced rash ("intermittent rash") and photophobia ("sensitivity to light"). On (B)(6)2017, the patient experienced cervical dysplasia ("lgsil"), 3 years 2 months after insertion of essure. In august 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced night sweats ("night sweats"), hot flush ("hot flashes"), palpitations ("heart palpitations"), neuralgia ("nerve pain"), feeling abnormal ("brain fog"), arthritis ("arthritis"), abdominal distension ("bloating"), pelvic discomfort ("discomfort"), asthenopia ("tired eyes"), acute sinusitis ("sinus") and bone pain ("bone pain"). The patient was treated with (B)(6)2017 colonoscopy procedure, which included biopsy and ECG and surgery (bilateral salpingectomy with cornual resection). Essure was removed on(B)(6) 2018. At the time of the report, the pelvic pain, night sweats, hot flush, rash, photophobia, vulvovaginal mycotic infection, female sexual dysfunction, depression, anger, bladder disorder, urinary tract disorder, palpitations, neuropathy peripheral, neuralgia, feeling abnormal, dyspareunia, cervical dysplasia, fatigue, arthralgia, abdominal pain, myalgia, hypoaesthesia, pain in extremity, back pain, vision blurred, eye movement disorder, weight increased, pelvic discomfort, apathy, asthenopia, flatulence, acute sinusitis, thyroid disorder and ocular hyperaemia outcome was unknown, the thyroid function test abnormal, migraine and arthritis had resolved, the abdominal distension had not resolved and the alopecia and bone pain was resolving. The reporter considered abdominal distension, abdominal pain, acute sinusitis, alopecia, anger, apathy, arthralgia, arthritis, asthenopia, back pain, bladder disorder, bone pain, cervical dysplasia, constipation, depression, dyspareunia, eye movement disorder, fatigue, feeling abnormal, female sexual dysfunction, flatulence, hot flush, hypoaesthesia, migraine, myalgia, neuralgia, neuropathy peripheral, night sweats, ocular hyperaemia, pain in extremity, palpitations, pelvic discomfort, pelvic pain, photophobia, rash, thyroid disorder, thyroid function test abnormal, urinary tract disorder, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6)2014: total bilateral occlusion.. Pathology test - on (B)(6)2018: final pathologic diagnosis: left and right tube with essure device (removal): benign fallopian tube, complete cross section identified. - foreign body. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming- abdominal distension, pelvic pain, fatigue, menorrhagia, headache, vitamin d insufficiency, depression, fibroids, osteoarthritis, cervical dysplasia, weight gain, pain in extremity, back pain, hair loss, arthritis, lot number: b93875 manufacture date: 2013-11 expiration date: 2016-11 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-nov-2019: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and neuropathy peripheral ('neuropathy') in a (B)(6) old female patient who had essure (batch no. B93875) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included bloating, neck injury nos, graves' disease and abdominal pain. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) from (B)(6) 2013 to (B)(6) 2013, ethinylestradiol;norgestimate (previfem) from (B)(6) 2013 to (B)(6) 2013 and ethinylestradiol;norgestimate (sprintec) from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal mycotic infection ("yeast infections"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), arthralgia ("joints in hands, feet and hips/ finger joints- 2 on right hand, 1 on left hand"), abdominal pain ("abdominal area (right and left sides)"), myalgia ("left shoulder, arm and hand pain"), hypoaesthesia ("hand is numb"), pain in extremity ("radiating pain down leg") and back pain ("radiating pain down lowerback/ lower back pain"). In (B)(6) 2015, the patient experienced depression ("depression"), anger ("some feelings of anger"), neuropathy peripheral (seriousness criterion medically significant), flatulence ("gas") and constipation ("constipation"). In 2015, the patient experienced fatigue ("fatigue"), eyes heavy feeling of ("eyes felt cloudy regularly"), eye movement disorder ("eye twitching") and ocular hyperaemia ("constantly red eyes") and was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2015, the patient was found to have thyroid function test abnormal ("thyroid (tsh, t4, t3 levels are off and other hormones are out of normal ranges") and experienced thyroid disorder ("thyroid disease"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and apathy ("lack of drive"). In 2016, the patient experienced alopecia ("hair loss"). In 2017, the patient experienced rash ("intermittent rash") and photophobia ("sensitivity to light"). On (B)(6) 2017, the patient experienced cervical dysplasia ("lgsil"), 3 years 2 months after insertion of essure. In (B)(6) 2017, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On an unknown date, the patient experienced night sweats ("night sweats"), hot flush ("hot flashes"), palpitations ("heart palpitations"), neuralgia ("nerve pain"), feeling abnormal ("brain fog"), arthritis ("arthritis"), abdominal distension ("bloating"), pelvic discomfort ("discomfort"), tired eyes ("tired eyes"), acute sinusitis ("sinus") and bone pain ("bone pain"). The patient was treated with (B)(6) 2017 colonoscopy procedure, which included biopsy and ECG and surgery (bilateral salpingectomy with cornual resection). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, night sweats, hot flush, rash, photophobia, vulvovaginal mycotic infection, female sexual dysfunction, depression, anger, bladder disorder, urinary tract disorder, palpitations, neuropathy peripheral, neuralgia, feeling abnormal, dyspareunia, cervical dysplasia, fatigue, arthralgia, abdominal pain, myalgia, hypoaesthesia, pain in extremity, back pain, eyes heavy feeling of, eye movement disorder, weight increased, pelvic discomfort, apathy, tired eyes, flatulence, acute sinusitis, thyroid disorder and ocular hyperaemia outcome was unknown, the thyroid function test abnormal, migraine and arthritis had resolved, the abdominal distension had not resolved and the alopecia and bone pain was resolving. The reporter considered abdominal distension, abdominal pain, acute sinusitis, alopecia, anger, apathy, arthralgia, arthritis, back pain, bladder disorder, bone pain, cervical dysplasia, constipation, depression, dyspareunia, eye movement disorder, eyes heavy feeling of, fatigue, feeling abnormal, female sexual dysfunction, flatulence, hot flush, hypoaesthesia, migraine, myalgia, neuralgia, neuropathy peripheral, night sweats, ocular hyperaemia, pain in extremity, palpitations, pelvic discomfort, pelvic pain, photophobia, rash, thyroid disorder, thyroid function test abnormal, urinary tract disorder, vulvovaginal mycotic infection, weight increased and tired eyes to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion.. Pathology test - on (B)(6) 2018: final pathologic diagnosis: left and right tube with essure device (removal): benign fallopian tube, complete cross section identified. Foreign body. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming- abdominal distension, pelvic pain, fatigue, menorrhagia, headache, vitamin d insufficiency, depression, fibroids, osteoarthritis, cervical dysplasia, weight gain, pain in extremity, back pain, hair loss, arthritis, most recent follow-up information incorporated above includes: on 21-oct-2019: pfs received. Reporter information updated. Case was upgraded from other event to incident. Lot number added. Previously reported event injury was replaced with new events: pelvic pain, thyroid (tsh, t4, t3 levels are off and other hormones are out of normal ranges, night sweats, hot flashes, intermittent rash, sensitivity to light, yeast infections, apareunia (inability to have sexual intercourse), depression, some feelings of anger, bladder problems or changes, urinary problems or changes, migraines / headaches, heart palpitations, neuropathy, nerve pain, brain fog, dyspareunia (painful sexual intercourse), lgsil, fatigue, joints in hands, feet and hips/ finger joints- 2 on right hand, 1 on left hand, abdominal area (right and left sides), left shoulder, arm and hand pain, hand is numb, radiating pain down leg, radiating pain down lower back/ lower back pain, arthritis, eyes felt cloudy regularly, eye twitching, weight gain, bloating, hair loss, discomfort, lack of drive, tired eyes, gas, constipation, sinus, thyroid disease, constantly red eyes. Medical history, concomitant drugs and lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.